Event description:
While doing surgery, the silverhawk driver and exl catheter (which are packaged individually, but shipped together in one carton) were used in the patient's left leg for left lower extremity angiogram. In the middle of the procedure, the driver stopped working. When the doctor pulled it out, it was noted that the pt2 wire was entangled in the exl catheter. A new pt2 wire and exl catheter were opened and the procedure was completed. No apparent injury or side effect were noted.